Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, had triggered multiple red alerts due to high out-of-range pace impedance measurements greater than 3,000 ohms as far back as september 2019. At the time, it was thought that the cause was the spring contact. Fluctuations in the rv pace impedance trends showed measurements in the 500-550 ohms range with jumps to 860->3,000 ohms, with rv pace impedance measurements returning to baseline after each measurement spike. All other lead measurements were stable and no noise was observed. Technical services (ts) recommended further lead testing with isometrics and pocket manipulations. In addition, ts recommended turning on rv non-sustained alerts. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, had triggered multiple red alerts due to high out-of-range pace impedance measurements greater than 3,000 ohms as far back as (B)(6) 2019. At the time, it was thought that the cause was the spring contact. Fluctuations in the rv pace impedance trends showed measurements in the 500-550 ohms range with jumps to 860->3,000 ohms, with rv pace impedance measurements returning to baseline after each measurement spike. All other lead measurements were stable and no noise was observed. Technical services (ts) recommended further lead testing with isometrics and pocket manipulations. In addition, ts recommended turning on rv non-sustained alerts. This ICD and rv lead remain in service. No adverse patient effects were reported.